Event description:
It was reported the patient underwent revision surgery for potential femoral loosening. The surgery was completed successfully.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: additional associated products. Unk tibial lot#: unk. Unk bearing lot#: unk. G2: france. H6: suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,d10,g1,g3,g6,h1,h2,h6. D10: unknown femoral stem, item unknown, lot unknown. Unknown tibial, item unknown, lot unknown. Unknown bearing, item unknown, lot unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.